Event description:
(1/3, reference (B)(4) for related complaints) (documenting cassette 1) per mw form: patient states he had to use three mixes from his emergency kit since he was having problems with his cassettes and pumps. It was unclear what the issue was and patient provided no additional details. Serial number not provided. He states pumps are working fine now. No replacement pumps are being sent. Also, patient states he had nausea for couple days when he increased his dose, but it is resolved now. No further information given. C-treprostinil (3ml) rm, subcutaneous. Dose: 41.99 ng/kg/min. Frequency: continuous.